Event description:
On (B)(6) 2013, rotaflow with serial number (B)(4) at hospital of (B)(6), passed the self-test; however, when the unit was set to 500 rpm/min, the unit jumped to 3000 rpm/min and gave an "err or!! Head" message. (B)(4).

Manufacturer narrative:
(B)(4). According to the maquet sales and service unit (ssu) technician, the control board for the rotaflow was replaced. Additionally, testing was performed and the results were satisfactory. (B)(4).